Event description:
I used the fisher wallace stimulator as a treatment for depression, chronic pain, anxiety and insomnia. My first treatment was (B)(6) 2014. Immediately after the treatment ended, I developed a severe headache in my temples and across my forehead that has not diminished as of (B)(6) 2014. The documentation included with this device warned of a possible mild headache in the area of the conductor pads during the treatment, but the headache would end when the treatment ended and this mild headache was rare. I have returned of any kind. I followed the instructions of the documentation to the letter and watched the video demo on the fisher wallace website as well. I had every expectation that I would have no serious side effects. I have not contacted fisher wallace to report the problem as I am not aware they have a trained medical practitioner available for consultation. I have no idea how long this headache may last and I have no recourse other that a refund for the purchase price.